Event description:
It was reported the single use ligating device exhibited when tightening the loop (blue string) and then attempting to release the loop, the cord broke at the handle. The issue occurred during an unspecified polypectomy. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information and device evaluation. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the operating pipe of the slider was broken. The broken portion had the shape that broke due to mechanical load. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.